Event description:
It was reported that there was a pocket of fluid, seroma, above the cardiac resynchronization therapy defibrillator (crt-d), but not an infection. The patient was hospitalized, and it was noted the device was functioning appropriately. The patient was discharged after a few days of rest. The crt-d system remains in service. No additional adverse patient effects were reported.